Event description:
It was reported by the customer that during powerglide training, trainer inserted the powerglide successfully. Once the needle was retracted and safetied, he flushed the line and there was saline leaking out of the hub and he was unable to get blood return from the patient. He pulled out the catheter, and there was a hole right at the point where the catheter meets the purple hub, and saline was leaking out. Had to restick the patient a second time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.